Event description:
Customer reported the inner cannula would not fit or lock in correctly. Failure was detected prior to use, therefore, extubation and reintubation of a replacement tube was not required. Customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Investigation pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. Referencing related medwatch report: 2936999-2014-00366, and 00206.